Manufacturer narrative:
(B)(4) - blade will not advance. Conclusion: the product upon which this medwatch is based, is anticipated. Once the product is rec'd, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished good release criteria.

Event description:
It was reported that a pt underwent a gynecological procedure on (B)(6) 2010. During the procedure, the handpiece seemed to slow down and was not able to cut tissue. When the trigger was pulled away from the tissue, it was determined the blade would not advance. A second device was used to complete the procedure with no adverse pt consequences.